Manufacturer narrative:
The explanted device was returned for evaluation. The report of suspected thrombus was confirmed based on the evaluation of the returned lvad pump. However, a correlation between the reported stroke and the evaluation could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the severed portion of the driveline did not return. Upon disassembly of the returned pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not develop in this area. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition had areas that appeared denatured and the contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator, while the pump was operating. Upon disassembly of the returned pump, examination of the remaining blood contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet tube, knitted graft, inflow elbow, outflow graft, outflow elbow, and on the body of the rotor. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump. The depositions found in the evaluation would have contributed to the reported increase in lactate dehydrogenase level. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer' s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump thrombosis was suspected due to elevated power readings and increased lactate dehydrogenase. It was reported that the patient had a known thrombus in the aorta. A pump exchange was scheduled for (B)(6) 2015. The exchange was cancelled as the patient experienced an ischemic stroke. The cause of stroke was reported to be unknown. The patient had minimal visual changes and would be reassessed for recovery and pump exchange. The patient underwent a pump exchange on (B)(6) 2015. No further information was provided.